Manufacturer narrative:
No hal software error detected or the main arm cannot communicate with the motor arm noted during testing. The insulin pump passed the displacement test and self test. Pump was returned for hal software error detected . History file analysis confirmed pump error 54 due to software error linenumber = 1421, filenumber = 32122).

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose value was 280mg/dl. Customer was able to clear the alarm and rewind the pump successfully. Insulin pump will be returned for analysis.